Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced an unspecified alarm during peritoneal dialysis therapy (details not reported). There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The reported event was an unspecified alarm; no alarm was identified during a review of the event history log. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. A short simulated therapy was performed with no problems encountered. A sample evaluation was performed and the device was tested and passed both the homechoice return instrument test / evaluation electrical test and the returned instrument test / evaluation functional test. The device was determined to meet specification requirements. A visual inspection was performed. The external and internal inspection revealed no problem. The reported issue of other alarm was not verified. The device was determined to meet specifications for the reported event. Should additional relevant information become available, a supplemental report will be submitted.